Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose during the incident was 185 mg/dl. The device was not making any sound when alarming for low alerts. They did not hear beeps when the audio volume settings were saved. Customer stated they did hear the differences between the two audio beep volumes. The device will not be returned for analysis.